Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) was not calibrating/zeroing out. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to replicate the failure. As a precautionary measure the fse calibrated the transducers and completed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Event site name: (B)(6) hospital.